Manufacturer narrative:
(B)(4). MDR-2016-16195 with incorrect MFR number 3006705815-2016-00248 was submitted on (B)(6) 2016 on time. This MDR is submitted to report the event with correct MFR number. (B)(4).

Event description:
It was reported that the patient experienced thoracalgia. Chest x-ray revealed that a myocardial perforation by the right ventricular lead. The lead was explanted and replaced on (B)(6) 2016. The patient was stable